Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted. (B)(6).

Event description:
The customer reported intermittently would display values and then suddenly display no values with no errors. No patient impact or consequences were reported.

Manufacturer narrative:
The returned cable was evaluated. Eeprom content verification did not identify any issues. The cable passed visual inspection no physical damage was observed. The product failed continuity testing due to an open in the cable on the white conductor. Based on the kink in the conductor jacket it is likely the open was a result of the cable being coiled up then pulled straight. When the cable was connected to a masimo monitoring device, the device was able to generate a "sensor off patient" error message.